Manufacturer narrative:
(B)(4). Additional information: the peritonitis event occurred on an unspecified date in (B)(6) 2014. This report involves an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in (B)(4).

Event description:
It was reported that a patient experienced bacterial peritonitis manifested by abdominal pain coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis is unknown. The patient did not require hospitalization. The patient was treated with intraperitoneal (ip) vancomycin (dose, frequency and duration not reported) and (ip) fortaz (dose, frequency and duration not reported). Dianeal therapy was ongoing. At the time of this report, the patient was recovered from the event. No additional information is available. This is report 1 of 4.